Manufacturer narrative:
Additional information: software analysis. A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the logs added no further insight to the reported event. System is functioning as intended.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the representative was able to mount the usb without any issue. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that the site was trying to use the newly installed software and the system became unresponsive. Site rebooted the system and was able to continue. Later they tried to save the starfix platform onto a usb, but it couldn't be recognized. No patient present.